Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged while attempting to treat a male patient (age unknown), the device issued a "shock advised" prompt for a heart rhythm they believed was non-shockable. Complainant indicated that the clinician continued treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll received a request to review a patient case log file, as the device summary printout did not provide sufficient information to draw any conclusions. The customer initially believed the device was operating in AED mode and that a shock was delivered during a pulseless electrical activity (pea) ECG rhythm. Review of the provided log file showed the device was operating in manual mode throughout the event, with no AED functionality including automated rhythm analysis, or use of the analyze feature. The device was charged to 120 j and delivered 155.50 j, with the ECG waveform remaining unchanged before and after the shock. The charge and shock were user intitiated. And the device functioned as intended. Analysis for reports of this type has not identified an increase in trend.